Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that the same problem "[pump showing that it was changed to error - safe minimal rate]" appeared (B)(6) 2024 with this patient and this pump, when the patient was in stockholm. The rep stated that the patient went to the health care facility and they did the same procedure at that time, connected to the clinician programmer, and changed the program from minimal rate to the dose the patient had in that period. Unfortunately, the physician didn't have any reported to add to the old event.